Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient report/complained of a headache on (B)(6) 2014. The clinical diagnosis was a post-dural puncture headache status post intrathecal catheter placement. Interventions included medical or non-surgical therapy; an epidural blood patch was performed on (B)(6) 2014. The event was unlikely related to the device/therapy. The event was related to the implant procedure (surgery/anesthesia). The event resolved without sequelae on (B)(6) 2014. No further complications were anticipated.